Event description:
Allegedly, patient suffering with mom complications: pain; popping/grinding, swelling, difficulty ambulating, elevated cocr levels left. Additional information received from litigation on 01/08/2019. Patient now revised. Added the explant date. (Left).